Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device for treatment of urge incontinence and urgency frequency. Patient also reported that the implanting physician for the basic evaluation said that they were unable to place lead so patient was scheduled for the advanced evaluation, however said that no one explained any information about it, other than she will need to be put under anesthesia.